Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer stated that the insulin pump stopped working and alarmed no delivery. During the no delivery troubleshooting, customer confirmed that the insulin pump alarmed no delivery after a nit manual prime was delivered. Unable to determine the possible cause of the no delivery alarm due to no infusion set and reservoir available to test. Customer also reported to have experienced a high blood glucose of 600 mg/dl and treated with manual injection. No high blood glucose was performed. The customer was advised to change the infusion set, reservoir and call back if further assistance is needed. Reservoir will be replaced and is returning for analysis. The insulin pump is not expected to return for analysis.